Manufacturer narrative:
Report source: foreign country: (B)(6). Evaluation: one portex sample was received in used conditions without its original packaging. Upon immediate visual inspection, it was observed that the connector of the suction line detached from the tube. In addition, the bonding operation of the suction connector and the tube was audited during thirty-two (32) units, in order to verify that the operation was properly performed. The bonding operation of the suction connector and the tube was performed according to the test method stated in the manufacturing procedure and no discrepancies were detected during the thirty-two (32) units tested. Production also performs a 100% inspection to visually check that the suction connector is correctly fitted. In attempt to reproduce the failure mode, a suction line was normally assembled, and the connector was pulled with strong force. The suction connector then detached from the tube and residues from the tube remained in the connector similar to the received sample. Based on the investigation, the complaint allegation was confirmed. No problem source was identified, but the investigation listed the following two possible sources of the event: the product become damaged after the product left the manufacturing facilities or a lack of detection by production personnel.

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid was in use with a home care patient for approximately one month. When the family member of the patient attempted to perform a suction through the suction line, the connector got disconnected, and suction could not be performed. No adverse patient effects were reported.